Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It is reported disconnection. Description: "bd maxzero ext set, lot#: 25095854 malfunctioning. Buff catheter popped off after connection to IV catheter. Please track for trending concerns. No harm to patient or staff." Additional information: the blue buff cap came off the extension set causing blood to leak from the patient's IV catheter.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.